Event description:
Report of alleged "motor stall. Unit did alarm low pressure. No pt harm."

Manufacturer narrative:
Testing by MFR could not confirm alleged motor stall. However, during svc of device a potential no low pressure alarm condition was found due to transducer being out of spec. Replaced transducer. Codes corrected to reflect findings.